Manufacturer narrative:
Part 314.467, lot 7185146 (non-sterile): manufacturing location: supplier - (B)(4), packaged by: (B)(4). Manufacturing date: april 12, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as a surgeon was removing a 2.7 locking screws from a clavicle plate and commented that the t8 driver was slipping in the screw heads. The surgeon switched screwdrivers and was able to complete the procedure without additional issues. No patient harm was reported. Concomitant devices reported: 2.7 locking screws (part# unknown, lot# unknown, quantity unknown). Clavicle plated (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the subject device (stardrive screwdriver shaft t8105mm, part # 314.467, lot # 7185149). This complaint is confirmed. The screwdriver shaft was received at cq with the distal stardrive stripped and showing indents. This would contribute to the reported complaint condition of not fitting with other parts (screws). Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not possible as the screw from the event was not returned. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned screwdriver shaft (314.467) is a common trauma instrument, noted in various system technique guides including: 2.4mm va lcp distal radius and modular clavicle plate). A review of the current / manufactured drawing revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Unable to determine a definitive root cause. Most likely due to cumulative wear from repeated use. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.